Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the tissue pad was splitting and breaking off the instrument during a lap supracervical hysterectomy. They were able to complete the case with a third instrument with no patient consequence.

Manufacturer narrative:
(B)(4): added additional information. Device (a) and (b) were returned with the tissue pad melted and partially detached. The devices were connected to a test handpiece and generator and they did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.